Event description:
It was reported the physician replaced the ipg because it was inoperable. The sjm representative was not sure when the stimulation had been lost, or whether the patient had recharged the ipg. It was reported the patient received effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.